Manufacturer narrative:
Explanted date: device was not explanted. Establishment name: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed at the end of the vascular case and that the angio-seal was deployed in the usual manner. The docking part came away from the sheath hub, however they were able to still deploy the device successfully. There was no harm to the patient. Additional information was received on (B)(6) 2021. The procedure performed for the patient prior to the use of the closure device was transarterial chemoembolization (tace). A 5fr procedural sheath was used. A pre-deployment angiogram was performed and was fine. The sheath and device that engages separated in the attempt of deployment. Deployment itself was not compromised; however, the kit had fallen to bits. The patient was in stable condition. Hemostasis was achieved with the subject device as usual.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no functional anomalies. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample receipt date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.